Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. Initially, it was reported that the patient was scheduled for generator replacement. It is unknown if the high impedance was observed prior to surgery. The lead impedance with the new generator and lead was within normal limits (1633 ohms). The explanted devices were given to the patient's family and are not expected to be received for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.